Manufacturer narrative:
A device history record (DHR) review was performed and no deviation was found. Evaluation of the returned lead did not identify any characteristics that would have resulted in the clinical observation of infection.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead experienced an infection. The lead was explanted and replaced, while the associated device remained in service. A request was made for the sales representative to obtain additional information about this case, but no further details were available. No additional adverse patient effects were reported.